Event description:
It was reported that this brady lead was a case of attempted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in describe event or problem and h6 device codes. This record does not meet reportable criteria.

Event description:
It was reported that this brady lead was a case of attempted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to helix was stretched.